Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed; the post of the articular surface has fractured off. The proximal surface has multiple divots and damage. The distal surface is worn including the lot number. The dovetail feature was also damaged. Dimensional analysis was not completed as the damage would produce inaccurate results. Material evaluation report: the ftir spectrum of articular surface is consistent with polyethylene and a fatty acid amide, similar to erucamide, likely a slip agent in the bag the component is stored in. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required it was stated that the patient experienced a twisting fall. However, without additional information such as when the fall occurred or what caused the fall, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implanted in 2011. Medical product - unknown femoral, unknown tibial. (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was having instability six (6) years post implantation and fell. Upon physical examination the surgeon concluded the lps post had broken, and the patient was revised of the articular surface. Attempts have been made and additional information on the reported event is unavailable.